Event description:
It was reported the programmer was dropped and had power and printing issues, power cord connector possibly damaged in fall and print from printer now faint following the fall. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) common mode wrist electrode test is out of specification due to a loose ECG (electrocardiogram) connector. Tabs are broken off of power cord door. Top case is broken into the keyboard compartment and the handles are broken. Device print is clear and strip charts print with no faint print.